Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, lead dislodgement was observed. The lead fell out during sheath splitting when the lead was positioned in posterior lateral branch. The lead was repositioned but not stable. The lead was not implanted and was replaced. The patient was stable.